Event description:
The posterior capsule tore as the iol unfolded in the patient's eye. This lens was removed and replaced with another lens.

Manufacturer narrative:
See MDR 1920664-2010-00037 for the intraocular lens used with this delivery device.